Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested at 110mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. This appears to be the root cause for the problem reported by the customer. The cam magnets were also tested and were ok. A review of the history device records confirmed the valve product code 82-3100, with lot chdbvr, conformed to the specifications when released to stock on the (B)(6) 2007. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt on (B)(6) 2014. The initial setting pressure was 150mmh2o. After implantation, the surgeon tried to change the pressure by the programmer, but he could not. Since the situation did not change even after flashing and use of neodymium, the revision surgery was conducted on (B)(6) 2015 and the device was replaced with the same new device at 140mmh2o. The surgeon suspected the failure of the device due to debris or the breakage of the stepping motor.